Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantation procedure, the implantable cardiac monitor (icm) could not be located and turned on by two different programmers. The icm was explanted and replaced. No patient complications have been reported as a result of this event.